Event description:
Affected products: b00ncre4go - tens 7000 digital tens unit with accessories - tens unit muscle stimulator for back pain relief, shoulder pain relief, neck pain, sciatica pain relief, nerve pain relief. Asin variations: na. Customer feedback: [09/10/2024: "does not stimulate. Shocks. Caused me to go into cardiac arrest."].